Event description:
The account alleged the right foot siderail failed to move into the raised locked position.

Manufacturer narrative:
The technician found the lock latch cover was bent underneath the locking mechanism which prevented the siderail from locking properly. The technician adjusted the bent lock latch cover to correct the problem.